Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus field service coordinator reported to olympus that the evis exera iii video system center exhibited no image on the monitor, but processor on. All video outputs were checked but no image displayed. The event occurred during a gastroscopy diagnostic procedure. It was reported that the procedure was completed using another olympus device with no delay. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event of the image does not appear and also found that the buttons do not work (all light-emitting diodes on the front panel are lit). Additionally, power switch stuck, burnt marks on the board and cable corrosion were found, however, these defects are not considered severe enough to cause a potential adverse event. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that the no image issue was caused by a printed circuit board failure and that the buttons malfunction was caused by a main board failure. Olympus will continue to monitor field performance for this device.